Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had fluctuating impedances on the left ventricular (lv) lead. Boston scientific technical services (ts) reviewed the data and found that the impedances were greater than 3000 ohms for almost a year. In september, the impedances decreased to 2600 ohms, but increased again to over 3000 ohms. At this time, reprogramming was performed and the products remain in service. The lv lead is a competitor's product. No adverse patient effects were reported.